Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, and no problems were found with beeping. However, service will replace the downstream sensor as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep no cassette and had a damaged lens. No patient was involved. No adverse effects were reported.